Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was unknown. Customer stated the tubing was not bent or kinked. Customer states they have tried all remedies. Customer stated they tried no delivery alarm during basal, bolus and fixed prime but the alarm was still occurring. The insulin pump will be returned for analysis.